Manufacturer narrative:
Manufacturer's investigation conclusion: the report of heartmate ii left ventricular assist system (lvas) thrombus was unable to be confirmed as no images or products were available for this evaluation. A specific cause for the reported thrombus was unable to be conclusively determined through this evaluation. Requests for additional information regarding this event were submitted to the account; however, it was communicated that additional information was unable to be provided. The specific heartmate ii lvas serial number was not provided and was unable to be determined. No devices were returned for this evaluation. The device serial number was not reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Madira, s., rahimi, m., khiabani, a., sullivan, m., hartupee, j., moreno, j., kotkar, k., masood, m., & pawale, a. (2025). A rare case of heartmate 3 pump stoppage. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1535. Department of cardiothoracic surgery, washington univeristy school of medicine in st lous, st louis, mo. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, ¿a rare case of heartmate 3 pump stoppage¿ that the heartmate 3 may be related to sudden pump failure. This case study discusses a 64-year-old male with nonischemic cardiomyopathy who underwent pump exchange of a thrombosed heartmate ii left ventricular assist device (lvad) to a heartmate 3 (hm3) lvad. Five days post hm3 implant, the patient developed acute hypotension and pulseless electrical activity. The hm3 lvad produced an audible mechanical grinding noise and displayed persistent alarms, no flow, and a pump speed of 0. Pump function did not recover despite device restart and a system controller exchange. The patient required cardiopulmonary resuscitation, initiation of bedside venoarterial extracorporeal membrane oxygenation, and emergent exchange to a new hm3 device. The new hm3 device was implanted, and the patient was slow to recover noting gastrointestinal bleeding initially and remaining on hemodialysis and a subdural bleed two years post implant. Post-event engineering analysis of the explanted hm3 device identified rotor physical damage with impaired rotor levitation, resulting in the sudden pump failure. The study concluded that a high index of suspicion, prompt recognition, and rapid surgical intervention are critical to stabilizing patients with sudden hm3 pump stoppage.